Manufacturer narrative:
Product complaint # ==>(B)(4) date sent to the FDA: 4/6/2021 additional information: d9, h3 investigation summary ==> one dual applicator with spray and drip attached was returned. There were visible marks of damage on gray luers, due to the customer using clamps to try to remove the tip. The evaluator was unable to remove the tip from the adapter with their hands. It is unknown whether the steps the customer took impacted the luers and made them more difficult to disconnect. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3

Manufacturer narrative:
Date sent to the FDA: 4/25/2021. Investigation summary: initial check & observation: 1. The outer surface of the luer lock was damaged. 2. The luer lock could not be unscrewed in clockwise direction. 3. Cut the luer locks on defective sample and inspected their internal surface under a microscope, there was no damage found on the thread. 4. After removed the luer lock, it was found that the manifold and adapter shroud were still attached firmly and couldn¿t open even applying excessive force. Inspection 1: roughly measure the binding force between manifold and adapter shroud for the defective sample. The peak force was up to 180n when manifold and adapter shroud were apart, even though we use the big force to apart them, one of the luer taper of adapter shroud broken and still remain on manifold. Inspection 2: check the luers on manifold and adapter shroud from defective sample with luer gauge. They all passed the luer gauge test. Trial 1: using normal samples, tighten the luer locks as possible, then cut and remove the luer lock and check if the manifold and adapter shrould are stuck. The manifold and adapter shroud of these samples could be separated away easily with bare hand when removing the luer lock. Trial 2: apply extra force for manifold and adapter shroud without luer lock, push them together, and measurement their binding force. Trial 3: apply extra force for samples with luer lock, push manifold and adapter shroud together, and check if the luer lock can be unscrewed. When pushing the manifold and adapter shroud by excessive force in this direction, the luer lock was stuck and can't be unscrewed. Results: when pushing the manifold and adapter shroud by excessive force in this direction, the luer lock was stuck and can't be unscrewed. Conclusion: 1. Based on the manufacturer¿s observation for the internal surface of the luer lock, it seems no problems during the thread tightening/loosing process for the defective sample. The stuck of the manifold and adapter caused the reported issue. 2. For the defective sample, there is no risk or abnormal found in the tessy assembly process. This is viewed as a problem of application, as during the manufacture assembly process there is no chance to apply extra force to push manifold and adapter shroud together. 3. The possible situation is that in some occasional case, the manifold and adapter shroud were pushed together with extra force. That will make the manifold and adapter shroud stuck, the binding force is much greater than the thrust force generated by thread rotation. Thus, the luer lock can't be release and the tip can't be taken off. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Are there pictures of the damaged device available? Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. The user was unable to remove open tip to install lap tip. The staff attempted to use clamps, and place in hot water unsuccessfully. No adverse patient consequences were reported. Additional information was requested.